Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid, dose and concentration not reported via an implantable pump. The indication for use was non-malignant pain. On (B)(6) 2019 the patient reported that the pump was flipping on its side. The patient went to the implanting physician on (B)(6) 2019 regarding the flipping. Per the patient ¿he actually thought about cutting it open¿ and the patient¿s managing physician did not want him to do that because 'its not a bad thing for it to be flipping, it¿s only a cosmetic thing'. No patient symptoms and no further complications were reported regarding the event.